Event description:
It was reported that while starting up the da vinci surgical system for a procedure, the customer experienced non- recoverable system error code #253. The pt had been under anesthesia for less than an hour and no ports had been placed when the customer contact isi technical support. No pt harm was reported. The surgeon decided to complete the planned surgery using laparoscopic technique.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system fault experienced by the customer was associated with the remote interface adapter (ria) pca. The system was repaired by replacing the ria pca. System error code #253 appears when the da vinci safety system determines an mnet mode has failed to communicate with the master system controller (msc). Upon determining these conditions, the safety systems put da vinci in a "recoverable safe state." As of 2008, there have been no reported recurrences of the issue at this hospital.